Event description:
The hcp reported that the pt was hospitalized for a psychiatric eval, due to "abnormal behavior." The pt was due for a pump refill, but the hcp was unable to contact the pt or family. The pump was last filled in 2005. The pt was receiving morphine and baclofen via the drug delivery system. It was finally reported to the hcp that the pt had been admitted for symptoms of "mania and tachycardia." The hcp refilled the pump at the hosp and aspirated 18 ccs; the expected reservoir volume was 2.8 ccs. The pt was given oral baclofen and it was noted that her "mania symptoms improved." A follow-up report will be sent, when addtional info becomes available.